Event description:
A mother reported her son was diagnosed with acanthamoeba keratitis in the right eye, while including complete moistureplus as part of his lens care regimen with acuvue 2 contact lenses. She reported that in 2005, he began to experience 'pink eye' symptoms. He was taken to an urgent care center, where the initial diagnosis was a scratched eye. He was treated with vigamox. The symptoms did not resolve, so he was taken to an ophthalmologist who diagnosed herpes simplex virus. He was treated for herpes for around 3 weeks, at which time, the ring infiltrates appeared and he was referred to an "eye institute". Two corneal biopsies were performed and the diagnosis of acanthamoeba was confirmed. He was started on 6-7 months of eye drop therapy; she could not provide all the names of the medications, but indicated brolene was one of them. The treatment was effective, however, there was damage to the cornea and her son required a corneal transplant and intraocular lens implant which took place in 2006. She indicated that, he has 'some sight' in the right eye, is still photophobic and continues on tobradex, prednisone and timpoptic. She said that, he did not shower with his lenses in, but did sometimes swim with his contacts in. He had used complete moistureplus for a couple of years without trouble. His lens case was perhaps 6 months old. She said that, he rinsed it with complete moistureplus and allowed it to air dry. He replaced his contact lenses about every two weeks. The lot number she provided had expired. Batch record review of the lot was satisfactory and without incident.

Manufacturer narrative:
The root cause has not been established. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 30-day MDR. Explanation for 'no' answer: product has expired. Batch record review previously performed; all results were satisfactory.